Event description:
It was reported that the patient presented to the emergency room with an uncomfortable "feeling in the heart." A fractured lead was suspected. Further testing indicated that the patient was experiencing right ventricular pacing impedence variations and elevated sensing integrity counts due to t wave oversensing. The device was removed and replaced. Further information indicated that the lead continued to have oversensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - interference/noise. Ventricular short interval count v-sic=20.2 counts avg/day, in 1.04 days, between (B)(6) 2011 13:32:02 and (B)(6) 2011 13:21:15. (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing, ventricular short interval count v-sic=20.2 counts avg/day, in 1.04 days, between (B)(6) 2011 and (B)(6) 2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - interference/noise. Ventricular short interval count v-sic=20.2 counts avg/day, in 1.04 days, between (B)(6) 2011 13:32:02 and (B)(6) 2011 13:21:15.

Event description:
It was reported that the patient presented to the emergency room with an uncomfortable "feeling in the heart." A fractured lead was suspected. Further testing indicated that the patient was experiencing right ventricular pacing impedence variations and elevated sensing integrity counts due to t wave oversensing. The device was removed and replaced. Further information indicated that the lead continued to have oversensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.